Event description:
It was reported that, during an inflatable penile prosthesis (ipp) replacement surgery, the medical staff opened this reservoir and noted that it had condensation in the tubing without being introduced to fluid; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observation of condensation present in the tube could not be confirmed.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) replacement surgery, the medical staff opened this reservoir and noted that it had condensation in the tubing without being introduced to fluid; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.